Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at below rated pressure for several times. The balloon was removed by simply pulled out from the patient's body. The procedure was completed with this device. No complications were reported and the patient was good.